Event description:
It was reported that during a procedure an plato 17 catheter had no visual radiopaque markers. The device was removed from the patient and fluroscopy was used to confirm no radiopaque markers were present. There was no reported adverse impact or harm to the patient.